Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited oversensing, noise, and varying impedances. A lead integrity issue was suspected. The lead was reprogrammed, and was later explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited oversensing, noise, and varying impedances. A lead integrity issue was suspected. The lead was reprogrammed, and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6) 2012 15:00:05. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 09:00:10. Daily pace impedance trend data shows an increase for ventricular pace bi impedance = 418 to 1102 ohms peak between (B)(6) 2012. Sensing - oversensing: 15 - ventricular nst<=180 ms on (B)(6) 2012 in the timeframe between 10:19:34 and 13:20:03. Sensing - interference/noise: ventricular short interval count v-sic=26.2 counts avg/day, in 4.24 days, between (B)(6) 2012 08:36:19 and (B)(6) 2012 14:23:11. The full lead was returned and analyzed. The distal conductor was fractured, the outer insulation exhibited a cosmetic depression, and blood was found in/on the helix/lobe mechanism. The analyst noted that it was not possible to determine where the anchor sleeve was located at this time.